Event description:
Event description boston scientific, crm received information that the atrial lead safety switch (lss) had been triggered. A boston scientific technical services (ts) consultant explained that the atrial lss was triggered due to an out of range impedance that was either less than 100 ohms or greater than 2,500 ohms. It was unknown whether a high or low impedance caused the lss. Ts recommended that the health care provider review the daily measurements for any out of range impedance values and to evaluate the pacing threshold measurements. It was also noted that the pacemaker is part of the insignia failure mode 2 population, as described in the physician communication on september 22, 2005. This pacemaker was later explanted, as it is part of the advisory population. No adverse patient effects were reported.